Manufacturer narrative:
Only the implant was returned for evaluation; the inspection of the implant found it to be severely stretched and damaged. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing tensile forces that exceeded the strength of the coil winding. The implant was not attached to the pusher, but since the pusher was not returned for evaluation, the investigation is unable to determine if the implant separated from the pusher due to an activation of the detachment controller or due to excessive tensile force. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the alleged product issue, nor could the investigation confirm if the implant had become stuck at the tip of the microcatheter as indicated in the complaint description.

Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is currently underway.

Event description:
It was reported that after placement at the treatment site, the first embolization coil was detached with the controller; however, a subsequent coil could not be advanced through the catheter. The catheter was removed and the first coil was discovered to be stuck on the end of the catheter. There was no reported patient injury or additional intervention. The patient's current condition is reported to be "fine."